Manufacturer narrative:
Corrected data: e1 (removed reporter) , e2 (removed selection), e3 (removed occupation), g2 (added other - germany) this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely an external force had been applied to the relevant part, evidenced by the scratches present. Instructions for use (IFU) instructs the user of the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device failed the leak test. The mouth piece at the connector was found to be loose and leaking. In addition, the evaluation found a perforated bending section cover and chipped glue on the bending section which had caused an additional leak and a cracked light guide lens (under the surface). The cord was kinked and a screw came loose and was caught under the protector, causing the protector to become damaged when opening. The scope body and control body cover indicated wear and tear. The glue around the charged coupled device (ccd) cover lens was chipped and partially missing. There was a gap of the glue on the probe and some of the glue was found to be peeling off. There were seven broken sound wires. The subject device was also found to be experiencing angulation play as the device had failed the angle inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope was observed to be leaking from the connector during reprocessing. The returned device was inspected and the device evaluation found a gap of adhesive on the distal end. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation